Event description:
Optical module, model om-2, was reported by customer as having the svo2 drifting. No patient injury was reported.

Manufacturer narrative:
Optical module, model om-2, was reported by customer as having the svo2 drifting. An edwards electronic technician evaluated the optical module and found that the error code was om2 failed temperature error. The customer complaint could not be verified. This error code is considered an alarm which would prevent the customer from using the product. The service history record was reviewed and all manufacturing requirements were met.